Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their ins only lasted one year. They reported that they did complete an ae report before and nothing ever came of it, and declined to fill out another one. They stated "battery cost $50k in 2017". The patient stated that they wants a deal on a new battery or will sue once issues with their medicare insurance issue are fixed. The patient reported manufacturer is fantastic for coming up with the device but states "someone screwed up".